Event description:
It was reported that the device has a charred, smoked and melted plastic. Procedure was completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which can lead to melted component include: 1. Damage sustained to the controller could be related to a short in the port connector, foot control connector or wand connector ports. The complaint does not specify where the charring, melting or smoke was located so it hard to say what the actual cause is since the product has not been return for investigation. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the ambient wand port had arcing damaged and melted plastic. The returned device was tested using a known good compatible wand which was found that the flow 50 was recognized but no output voltage was detected during testing. The unit intermittently does not recognize the ambient wand and the red led's are displayed during the temperature test. During the ambient wand voltage test the error code "wand is passed its expiration date please replace wand" is displayed and cannot exit out of the error screen. The sd card information was downloaded and the information shows the following error/s: error code 5 - multiple buttons or foot controls have been pressed simultaneously error code 6 - wand has been disconnected error code 11 - wand has passed its expiration date. Error code 25 - check electrode on wand tip for excessive wear the complaint was verified and the root cause was determined to be due to electrical component failure. Factors which can lead to melted component include: damage sustained to the controller could be related to a short in the port connector, foot control connector or wand connector ports. There were no indications to suggest the device did not meet product specifications upon release into distribution.